Manufacturer narrative:
The qa (quality assurance) investigation results were not rec'd on (B)(4) 2013. Eval summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of product is not affected by this report.

Event description:
Right knee was hot [joint warmth], right knee was inflamed [arthritis]. Case description: spontaneous report was rec'd on (B)(4) 2013 from a female pt in her (B)(6) (age not specified), initials (B)(6), with osteoarthritis. The pt's medical history was significant for torn meniscus, knee swelling and inflammation. On an unspecified date in (B)(6) 2013, the pt initiated treatment with synvisc (hyland g-f 20) injection at a dose of 2 ml once per week (route not provided) in her right knee (first shot). The lot number for synvisc was not provided. The pt did not experience any reaction after the first shot. A week later in (B)(6) 2013, the pt rec'd second shot of synvisc. On unspecified dates in (B)(6) 2013 (after second shot), the pt's right knee was hot and inflamed. On an unspecified date in (B)(6) 2013, the pt was administered a steroid shot as corrective treatment. The action taken with synvisc treatment was not provided. The outcome for the events was not provided. Concomitant medications were not provided. The intensity of the events was not provided. The causal relationship between synvisc and the events was not provided.